Manufacturer narrative:
According to the customer on 2/27/2024, "an angiograhic syringe was connected to the manifold, but the connection was insecure and easily detached. So, the user attempted strongly tightening the connection, however it was again easily disconnected". The customer reported that they "replaced the syringe" and that there was no injury, medical intervention, or follow-up care required. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 2/27/2024, "an angiograhic syringe was connected to the manifold, but the connection was insecure and easily detached. So, the user attempted strongly tightening the connection, however it was again easily disconnected".